Manufacturer narrative:
Device passed the operating currents measurement, self test and displacement test. No unexpected low battery alarm noted. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed for low battery as well as blank display. The blood glucose level was 140mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.